Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. Fa was able to confirm the reported complaint. The instrument was found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentations were found on the distal idler pulley. Additional observation(s) related to the customer reported complaint: the instrument was found to have multiple indentations on the edges and the outer face of the distal idler pulleys. There were no missing pieces. Grip cables adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The grip cable was found to be broken. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire within the insulation at the bipolar yaw pulley. The instrument failed the electrical continuity test. The conductor wires were exposed at the grip-crimp location upon initial inspection. The cable was carefully pulled out from the insulation in-house and found the internal wires to be broken. No signs of thermal damage were observed on the conductor wire. Components adjacent to the broken wire do not show mechanical damage. The instrument was found to have localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken cable. A back up instrument of the same kind was used, and the procedure was completed with no reported injury.